Manufacturer narrative:
According to the information that was received from our field service engineer (fse), the customer had installed a water trap to collect the water vapor generated by the patient's breathing. It was found out that the water trap installed by the customer was leaking and it was learned from the customer that when they were emptying the water trap bottle, the ventilator stopped supplying air. The received logs contain clinical alarms such as respiratory rate high and expiratory minute low that indicate leakage during ventilation on the given event date. The root cause of the event is attributed to user error.

Event description:
It was reported that the ventilator stopped ventilating while the user was emptying the water trap bottle. There was no patient harm. Manufacturer ref.#: (B)(4).